Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿continuous stimulation¿ is not available.

Event description:
The patient reported that their vns is constantly firing and causing her face to twitch. The patient then underwent a generator replacement on (B)(6) 2026. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.